Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with the rep on (B)(6) 2019. When the rep was attempting to program, their tablet displayed an out of range (oor) code and the patient's controller displayed the settings not available message. Impedances were checked and found that electrodes 1, 6 and 7 were suspect (orange). It was reviewed to remove those from programming since they were elevated, which resolved that issue. Contacts 0 and 3 were at 20 ohms (short circuit) and electrode 1 was at 15,970 ohms. It was reviewed to not include out of range electrodes in programming, so the rep removed 1 and 6 from the programming. This allowed the patient to increase amplitude. It was confirmed that the patient was receiving therapeutic benefit. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that there were no known device issues that could have caused the impedance issues. No further complications were reported.